Event description:
It was reported that the patient presented in hospital experiencing pain across the lower left rib cage. Upon interrogation, the right ventricular lead exhibited loss of capture and the patient experienced muscle stimulation. The physician suspected a micro-perforation of the lead. The lead was successfully repositioned and no complications occurred to the patient. During follow-up on (B)(6) 2015, the patient was stable and no pain was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.